Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of failure to cut. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the snare loop failed to cut and failed to generate current. The procedure was completed with another captivator snare. Attempts to obtain additional information regarding patient¿s condition have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.